Manufacturer narrative:
It was reported that the patient underwent a skin flap revision surgery (specific date not reported) due to extrusion of implant through skin flap. This report is submitted on oct 19, 2021.

Manufacturer narrative:
This report is submitted on november 06, 2022.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced a bacterial infection at the implant site. However, the infection has been cleared now. This report is submitted on december 09, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on november 04 2022.

Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient experienced swelling over the receiver stimulator which subsided after wearing a pressure bandage. The swelling was successfully treated with oral antibiotics.